Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and an unknown drug at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient's catheter was leaking in 2016 and the healthcare provider (hcp) would drain the catheter a lot. No symptoms were reported. There were no further complications reported at this time.